Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the distributor that cardiosave intra-aortic balloon pump (iabp) had an out-of-box failure. Issue was found during unpacking, hence there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date) g1contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: e4, h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit and discovered error codes power up test fail 12 and internal communication failure during the installation of the d.01 software. There was no patient involvement of harm reported. The fse attempted to calibrate the atmospheric pressure transducer. The fse managed to get to the point of disconnecting the gauge and initiating the recalculation of gain and offset, but it was unsuccessful. The fse tried to calibrate the pressure and vacuum also, but it was impossible due to not calibrated atm pressure. The service engineer recommends replacing the front end board and recalibrating all parameters to proceed with the repair. The distributor replaced the front end board. The unit passed all functional and safety checks. The failure analysis and testing dept. Received part spv with a reported unit failure of a power up code 12. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave and tested the part to factory specifications per the procedure. Fails to bootup and alarms. Sending the board to the supplier for failure analysis per procedure. Failure analysis received from the supplier for the part. They stated the fct test failed. U87 component was faulty. Root cause for this part is the u87 component. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated field - b4, g3, g6, h2, h11 corrected fields - d4 (UDI). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.